Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after inserting this swan ganz catheter, upon connection to the external temporary pacemaker generator, no cardiac stimulation was observed. The generator was initially replaced; however, the issue remained. Subsequently, the catheter was replaced and issue was solved. There is no allegation of patient injury. Patient demographics were not provided.